Event description:
Ambulance crew attended to a person diagnosed in cardiac arrest. The pt's ECG showed course vf. An attempted was made to administer a defibrillator shock to the pt using standard external paddles. The device allegedly failed to charge. A backup defibrillator was called for, however its use was not reported. The pt was not resuscitated. It is the customer's opinion that the reported failure was a contributing factor to the pt's outcome.